Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a pocket erosion. A revision procedure was performed and the s-ICD was successfully explanted and replaced. No additional adverse patient effects were reported. The electrode remains implanted and in service with the new device.